Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-113 - finger removed from strip before strip had sufficient time to fill. Test strip (B)(4). Note: manufacturer contacted customer on 10/20/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for e-2 and high blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling sweaty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/19/2019 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. On (B)(6) 2017 pharmacy called 9-1-1, paramedic came and checked her sugar and obtained 212 mg/dl, customer was not taken to the hospital. She went home and took her insulin.